Event description:
It was reported to medtronic minimed that the customer experienced no communication-between pump & mobile app and had no account created yet in the system. The customer reported no adverse event. The event involved product(s) mmt-6121, mmt-7333. Troubleshooting was performed for pairing failed. Issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-6121. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Samd technical assessment was performed for the no communication pump to mobile. An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that patient had no account created yet in the system and helpline helped to create the account. This is not an issue as helpline informed us that due to pcro t/s does not require an escalation and no further analysis required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.